Event description:
It was reported that the patient presented for follow up after receiving a vibratory alert, the patient received inappropriate atp therapy due to noise. A gradual increase in high voltage lead impedance and decreased r wave sensing were observed. The physician suspects lead damage and revision is being considered. The associated device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.